Manufacturer narrative:
The reported event of failure to tighten set screw was confirmed. The pacemaker was returned for analysis. Septum material was observed inside the set screw hex cavity and the set screw was stripped. This did not allow the set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure.

Event description:
Related manufacturer reference number: 2017865-2022-47231. Related manufacturer reference number: 2017865-2022-47232. It was reported the patient presented for an atrial lead extraction. Interrogation revealed the atrial lead exhibited a significant change in impedance and a failure to capture due to a potential lead fracture. The right ventricular lead exhibited high capture thresholds which resulted in loss of capture. The atrial and right ventricular leads were explanted and replaced. When attempting to connect the implantable cardioverter defibrillator (ICD), the set screw would not clamp onto the atrial lead. The ICD was explanted and replaced. The patient was in stable condition.